Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken off. The broken section of the cutting wire and the cutting wire coating was melted. The cutting wire was missing about 8.5 - 14.5 mm. The coating on the cutting wire was missing about 7.5 - 19.5 mm. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting knife increased and stiffness of the knife weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the knife and the knife coating were melted and broken off. It was also known that an electric discharge occurred due to the following reasons; the electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The activation time was too long. The contact length between the cutting knife and the tissue was too short. The above device handling has warned in the instruction manual as follows. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. When applying output, keep moving the cutting knife. When the knife stops and touches tissue at a point, concentrated electric current could cause the distal tip of the knife to dissolve and come off in the body.

Event description:
During an endoscopic sphincterotomy (est), two devices were used. The cutting wire of the subject device broke off. The user exchanged it for the 2nd device, but it was reported that the 2nd device was defective from the start. There was no patient injury reported. No further information was provided. Two devices were returned to olympus medical systems corp. (Omsc) for evaluation. On january 8, 2020, olympus medical systems corp. (Omsc) found that the cutting wire and the coating on the cutting wire were partially missing on both devices. This is the report regarding the missing of the cutting wire and the cutting wire coating. This is the second one of two reports.